Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of peritonitis was unknown. Two days after event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the event. Automated pd therapy was discontinued and the patient was shifted to continuous ambulatory pd therapy. At the time of this report, the patient has not yet recovered from the events. The reporter declined to provide additional information.

Manufacturer narrative:
E1: initial reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.